Event description:
Lancets on the unit continue to malfunction. Once the safety is twisted off the lancet, the device falls apart exposing a needle. Of note, the same lot number continues to be an issue. The lot in question being pulled from shelves.